Event description:
It was reported that since implant a patient had not had any control of symptoms and had not felt stimulation. The patient also reported that programmer training after implant was ineffective because she was under the effects of anesthesia, she lacked a basic understanding of patient programmer use and therapy, and she was not trained adequately on using the device. Stimulation was turning off and the patient had a return of symptoms and was leaking again. The night prior to the report, the patient turned up stimulation to 8.5 but was still not feeling stimulation. The patient verified that stimulation was off, and she turned stimulation down and turned on the power. The device was on program 1 at 7.4 and the patient was feeling stimulation. She planned to call her doctor to see how long she should stay on the current program and setting and would continue to track her symptoms. Two weeks later, it was reported that with the permanent implant, the patient was not getting results as good as she saw during the trial. There had been improvement, and now when the patient coughed or sneezed she didn¿t get wet like she did before and it wasn¿t nearly as bad as it was prior. However, the patient knew it could be better. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the patient do not have concerns with their device or therapy. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) with representative. It was also noted that the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014. It was unclear with the additional information if the patient concerns was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0j4kt, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).